Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2017-08396 and 2134265-2017-08397. It was reported a pericardial effusion occurred. An intellamap orion¿ mapping catheter, polaris x¿ diagnostic catheter, and an intellanav oi ablation catheter were used during a pulmonary vein ablation procedure being conducted to treat atrial fibrillation. During the procedure the physician noticed a pericardial effusion. The physician felt the effusion occurred during mapping, but was uncertain which catheter caused or contributed to the event. It was noted there had been no device performance issues. A pericardiocentesis was performed and the patient underwent surgery to repair the hole. The patient was doing ¿very well¿ and was in stable condition.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis after decontamination; the upn matches that provided by the customer. Visual inspection did not identify any abnormalities. Electrical testing was performed and the device passed the test. For the magnetic sensor resistance test, both pairs were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported a pericardial effusion occurred. Same case as MDR ID# 2134265-2017-08396 and 2134265-2017-08397. It was reported a pericardial effusion occurred. An intellamap orion mapping catheter, polaris x diagnostic catheter, and an intellanav oi ablation catheter were used during a pulmonary vein ablation procedure being conducted to treat atrial fibrillation. During the procedure the physician noticed a pericardial effusion. The physician felt the effusion occurred during mapping, but was uncertain which catheter caused or contributed to the event. It was noted there had been no device performance issues. A pericardiocentesis was performed and the patient underwent surgery to repair the hole. The patient was doing ¿very well¿ and was in stable condition.